Event description:
The pt reported having low blood glucose levels (39 mg/dl) on (B)(6) 2010. His son gave him juice and called 911. The ambulance arrived and he was treated with an IV. The pt reports not using ezcarb or ezbg to bolus. He states he boluses what he feels is appropriate. He stated that he had increased activity during the day.

Manufacturer narrative:
The pt reported bolusing based on what he feels is appropriate. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
Follow up #1 submitted: 10/02/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.